Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported advisory concern was not confirmed. The pacemaker was returned for analysis. Visual, electrical, and telemetry assessments were normal with no anomalies found.